Event description:
During a follow-up in clinic, loss of capture (loc) and r-wave amplitude variation were observed on the right ventricular (rv) lead. The patient was hospitalized, and diagnostic imaging was performed, but no abnormalities were observed. The rv lead was capped, and a new rv lead was implanted to resolve event. The patient was stable.